Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Original implant was in (B)(6) 2011. In (B)(6) 2016 she was in for revaluation presented in wheelchair. She has tipped into valgus. Ankle was fused with t2 ankle nail on (B)(6) 2016; all star implants were removed.